Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a wire break occurred. The target lesion was located in the right coronary artery (rca). The 300cm pt2 j-tip wire was inserted into the patient and the physician noted that the wire was broken into two pieces. Both sections of the device were successfully removed from the patient. The procedure was completed with another 300cm pt2 j-tip wire. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a wire break occurred. The target lesion was located in the right coronary artery (rca). The 300cm pt2 j-tip wire was inserted into the patient and the physician noted that the wire was broken into two pieces. Both sections of the device were successfully removed from the patient. The procedure was completed with another 300cm pt2 j-tip wire. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned complaint device revealed a fracture approximately located at 261.8cm from the proximal end. An mtac analysis of the fractured side revealed that the failure occurred due to tension overload and no material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).